Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the patient underwent a vp shunt procedure for post-subarachnoidal hemorrhage hydrocephalus. According to the report, contrast study of the shunt showed no anomalies. Reportedly, the shunt was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.